Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After several attempts, the pipeline released from the capture coil, but it jumped forward 6-7mm and missing the neck of the aneurysm. It was reported that the patient doing well post procedure. Subsequently, the patient experienced clotting, hemorrhaging and expired.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).